Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with common failure. This condition had the potential to interrupt delivery. This condition was found in the general pt ward upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with common failure was confirmed and reproduced with service finding f-94 common failure alarm. The root cause of this condition was determined to be configuration option settings checksum is not 0 due a defective main battery. The main battery was replaced to correct this condition and all configuration option settings were reset. Should additional information be received, a follow-up medwatch will be submitted.